Manufacturer narrative:
This report is being supplemented to provide additional information based on the device's evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The results of evaluation did not identify any abnormality with the device, and the suggested phenomenon was not duplicated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during a therapeutic laparoscopic cholecystectomy procedure, the endoeye flex deflectable videoscope presented an e216 error message, and the image disappeared. The scope was being used with the visera elite video system center. The procedure was completed using another scope. No patient harm reported.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.